Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformance's were identified. D4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What instruments were used to grasp the needle? Where was the needle grasped during use? What was the size of the broken needle fragment? Does the needle piece remain retained in the patient's tissue? If the piece is retained, where is it located/in what structure? If retained, were there any patient consequences? If retained, are there plans for removal of any remaining fragments?

Event description:
It was reported that a patient underwent surgery where the doctor stripped the subcutaneous venous plexus and thrombus on both sides of the patient's external hemorrhoid wound, and sutured and ligated the bleeding points of the patient's wound with suture on (B)(6) 2025. During the hemostasis process, part of the suture needle broke under the patient's rectal wall at 11 o'clock. It was difficult to locate under bedside x-ray, superficial anal ultrasound, and electronic colonoscopy, and therefore could not be removed. Comforted the patient. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: b1, h1. Upon review of the additional information provided, mwr-19052025-0001862227 is no longer reportable due to not being an ethicon product. The following additional information was received: confirmed with sales rep via phone, this pc from ha is a misreport by the hospital, actually it was not j&j product. So request to void this pc.